Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A replacement pcba was shipped to the site. Issue resolved. No further issues were reported. The suspected pcba has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that the system control board of the image acquisition system is not working. There was no patient present at the time of the issue.